Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with a blood glucose of 209 mg/dl and suspected a bent infusion set cannula, consistent with her prior experiences, and received troubleshooting and education regarding infusion set site placement. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no medical interventions or hospitalization. Investigation included complaint intake and user troubleshooting education. Investigation of this case revealed an unclear cause of hyperglycemia, with user-reported suspicion of a bent cannula as a potential infusion site/set issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.